Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 461 mg/dl and 207 mg/dl. Customer also reportedly received the following results on the aviva system within 10 minutes: 477 mg/dl and 113 mg/dl. Customer finished the box of test strips in use at the time of the incident. No death or serious injury reported. No test strips to be returned. Requested return of meter and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA. Device is unavailable for return.